Event description:
It was reported that an occlusion alarm occurred, but cts was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer experienced multiple occlusion events and resolved them by filling the line and pressing resume insulin. Additionally, recurring occlusion issues were noted, leading to cts transferring the caller for further assistance.